Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a lantern delivery microcatheter (lantern). It should be noted that the target vessel of the patient was clamped. During the procedure, the physician placed the lantern too close to the clamp. Subsequently, the pod coil was advanced and pushed through the clamp; however, the pod coil would not form and remained straight in the vessel. Therefore, the physician decided to retract the pod coil. While retracting the pod coil, the physician encountered resistance and subsequently, the pod coil unintentionally detached within the lantern. Therefore, the lantern containing the detached pod coil was removed and the coil was flushed out. The procedure was completed using a new pod coil and the same lantern. It was reported that the second time the lantern was positioned little away from the clamp and the physician was able to advance the pod coil without any issues. There was no report of an adverse effect to the patient.